Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 127 ohms. It was noted that the shock impedance measurement at implant was 90 ohms, which was approximately three months ago. Boston scientific technical services (ts) discussed the suspected physiological changes of the rv shock coil with the boston scientific representative (rep) and provided guidance that they may want to consider increasing the value of the high out of range shock impedance alert to 150 ohms. Ts noted that the best test is to deliver a commanded shock, but they may want to wait until the shock impedance increases to do it. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 127 ohms. It was noted that the shock impedance measurement at implant was 90 ohms, which was approximately three months ago. Boston scientific technical services (ts) discussed the suspected physiological changes of the rv shock coil with the boston scientific representative (rep) and provided guidance that they may want to consider increasing the value of the high out of range shock impedance alert to 150 ohms. Ts noted that the best test is to deliver a commanded shock, but they may want to wait until the shock impedance increases to do it. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited an alert for a high out of range shock impedance measurement of 150 ohms approximately three years after the initial reported occurrence. The more recent shock impedance value was noted to be 107 ohms, which is back down within the normal specification range. Ts stated this is a single coil lead with a normal shock impedance range of 70 ohms to 125 ohms. Ts explained that over the past year, the shock impedance values have been variable with a value of 146 ohms approximately nine months ago and then returning back down to the 90 ohms to 100 ohms range. No noise or other lead issues have been observed. Ts indicated the high shock impedance may be due to calcification on the lead. The patient was noted to not have received any device shocks from their current cardiac resynchronization therapy defibrillator (crt-d) device. Ts provided guidance to consider performing a commanded maximum energy shock test and if an associated fault occurs, replace the lead. Additional information from the boston scientific field representative indicated that no commanded shock testing was performed or scheduled at this time. The physician will continue to monitor the impedance and if it becomes consistently elevated, then they will schedule further testing. The rv lead remains in-service. There have been no patient symptoms or adverse patient effects.